Event description:
It was reported that "sheath tip splitting upon attempting insertion of right femoral artery. Reported they utilized a 6f dilator to predilate, then utilized our backloaded dilator and sheath and still had a similar outcome. Also confirmed angle of insertion was 45 degrees". No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "tip splitting" is not able to be confirmed. The product was not returned for investigation.no serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "sheath tip splitting upon attempting insertion of right femoral artery. Reported they utilized a 6f dilator to predilate, then utilized our backloaded dilator and sheath and still had a similar outcome. Also confirmed angle of insertion was 45 degrees". No patient injury or consequence reported. The patient's current condition is unknown